Event description:
Boston scientific received information that one day after implantation it was noticed that the right ventricular (rv) lead had become dislodged. This resulted in another surgery to exchange the lead for a longer lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific's post market quality assurance laboratory cannot confirm the reported clinical observations. This report will be updated when any additionally information is received.